Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.0, reference: 2.3, mean: 3.15, confidence limits: 1.9-4.6. Analysis of the customer¿s data revealed that inratio and reference test results comparison meet accuracy criteria. Customer¿s results are not considered discrepant within the context of the documented variability for inr testing. Per general description of the complaint, the patient was squeezing very hard to collect blood sample, which may have contributed to the unexpected inr test result. No product is expected to be returned and no strip lot information was provided by the customer. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.0, lab: 2.3.